Event description:
Staff heard a loud pop. As they searched for the source of the sound, they spotted smoke coming from the patient warmer. The manufacturer asked that we not open the device. Unit is under warranty and they have sent us a replacement.what was the original intended procedure?heat the patient during surgery.